Event description:
It was reported that the patient was unable to adjust stimulation. The display was showing a ¿call your doctor¿ icon as well as a power on reset (por) condition. The por appeared the saturday prior to this report when recharging. The navigation key was pressed and the por cleared. The issue was resolved. No follow-up was required due to the issue having been resolved during the call and no patient symptoms were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).